Manufacturer narrative:
Findings: unit received with a solid white display with black horizontal lines due to cracked and bleeding lcd glass. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify keypad button anomaly due to the display anomaly. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with missing retainer and reservoir tube lip o-ring. Unit received with minor scratched display window and case. Unit received with faded serial number label.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer also mentioned that the insulin pump was not exposed to a change in altitude. No keypad anomaly troubleshooting was performed. The insulin pump is expected to return for analysis.